Manufacturer narrative:
Correction b6: the cochlear implant was evaluated on (B)(6) 2024, using the integrity test system, not (B)(6) 2024, as previously reported in the initial report dated (B)(6) 2024. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced intolerable loudness, pain and a popping sensation with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2010. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.